Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter has not received a device in relation to the reported symptom. A supplemental MDR will be submitted if a device serial number is identified and an evaluation is completed.

Event description:
A customer reported that their facility has had multiple system error 322s. Any patient involvement, injury or medical intervention is unknown.